Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and the broken nail could not be confirmed.

Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative device breakage and non-union are unknown. This report is for one (1) unknown pfna nail. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately four (4) to six (6) weeks ago. Per the facility, the complainant part will not be returned for manufacturer review/investigation due to changes in the facility's decontamination procedures. (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail broke at the distal locking bolt hole on an unknown date. The patient was originally treated for a sub-trochanteric fracture approximately four (4) to six (6) weeks ago. Due to the post-operative breakage, the patient was returned to the operating room on (B)(6) 2016 for revision. Once the broken device was removed, the patient was then revised with the following materials: a proximal femur hook plate, cannulated locking screws (5.0mm and 7.3mm), 4.5mm cortex screws, 5.0mm peri-prosthetic locking screws, and a 4-hole locking attachment plate with small fragment locking screws. The procedure was completed successfully with no reports of surgical delay or further patient harm. This report is for one (1) unknown pfna nail. This report is 1 of 1 for (B)(4).